Event description:
It was reported that during a coronary artery bypass graft procedure, the blade tip broke. The procedure was completed with another like device. There was no adverse consequence to the patient.